Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available a sample has been received at the manufacturer site but haas not yet been evaluated. (B)(4).

Event description:
A surgeon reported that leakage occurred from weak sealing of the drain bag during surgery. No harm to the pt was reported. Add'l info has been requested.